Event description:
Patient presented to the hospital after receiving a shock. A decrease in impedance and high threshold were observed. X-ray revealed an insulation break. Lead remains implanted. Further solution is to be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.